Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 - 45 mg/dl and was transported to the emergency room by paramedics, and later admitted to the hospital. Customer was treated intravenously with fluids of saline and insulin to address the low. During pump system check with tandem technical support (cts), cts found that customer manually delivered multiple boluses and that the pump was set to exercise mode, even when the customer was not exercising. Customer was released from the hospital on (B)(6) 2022 with issue resolved and no permanent damage. Cts assisted customer in adjusting settings per customer¿s health care provider¿s recommendations.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.